Event description:
On (B)(6) 2025, leica biosystems received the following information: ¿processing issues reported lab ran a "routine" protocol (which is 6 hours and 47 minutes) and stated they had some tissue that was under-processed and some under-processed [sic] in the same run. Upon further inquiry, it was discovered that the lab had ran both small biopsies and breast cores along with larger tissues (as large as 20x10x5mm) on the same protocol and all of the smaller tissue were over-processed (5 cassettes), while the cassettes with the larger tissue were under-processed (16 cassettes)¿it appears this event occurred primarily due to staff running tissue with different requirements together on the same protocol which was the improper protocol for at least the smaller specimens, but possibly for both.¿ the assigned leica field applications specialist ii ¿ core histology, northwest (fas) documented the affected patient tissue samples were derived from two (2) ¿routine¿ protocols comprising 92 cassettes in total, executed on both retort a and retort b on (B)(6) 2025. The affected tissue type(s) and size(s) were documented as ¿all types of tissue ¿ breast cores, bladder biopsies, breast, uterus¿ and ¿biopsies (3mm) and large specimens (20x10x5mm)¿ respectively. The affected tissue artefact was described as ¿larger specimens spongy, under-processed. Small biopsies hard.¿ the affected patient tissue samples were re-processed by ¿paraffin was melted off tissue and patted down, placed in formalin for 24 hrs, then reprocessed as normal on same ¿routine¿ protocol.¿ on (B)(6) 2025, the fas received information from the customer that ¿¿the 9 cases from (B)(6) were all diagnosable.¿. No re-biopsy was recommended or performed. No adverse consequence(s) for any patient(s) has been reported to the manufacturer. On (B)(6) 2025, leica biosystems melbourne received information from the fas that instrument logs were unable to be obtained and "it has been confirmed by staff that core biopsies and large tissue samples such as uterus were all run together on the same 6hr 47 min lab-defined protocol...¿

Manufacturer narrative:
The instrument logs were not available to the manufacturer. As a result, it was not possible to assess the operation and function of the instrument. However, based on the information available, the instrument functioned as designed in the circumstances reported by the customer. Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the customer was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the ¿routine¿ protocol is not appropriate for processing ¿all types of tissue ¿ breast cores, bladder biopsies, breast, uterus¿ tissue samples with sizes of ¿biopsies (3mm) and large specimens (20x10x5mm)¿. Section 8.2.1 of the leica peloris/pelors ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the information available indicates that no patient cases were adversely impacted, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.